Event description:
It was reported that during deployment, the stent elongated. Furthermore, the pusher was missing from the handgrip. The deployment was performed with the wheel.

Manufacturer narrative:
This is being reported because it is the same or similar to a lifestent flexstar being sold in the united states. The review of the mfg records show that no remarkable incidents occurred with this lot. The sample delivery device was received, with the stent deployed. The measurement from the pusher to the tip is 153mm indicating there was a 150mm stent in the delivery device prior to use. The stent length is checked three times during mfg for length and only the 150mm length stent will fit inside this delivery system. The complaint is unconfirmed and the root cause for this event cannot be determined. The currently IFU (information for use) states, remove slack from the portion of the delivery system catheter held outside the pt. Caution: any slack in the delivery system catheter (outside the pt) could result in inaccurate stent delivery.